Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that a longevity estimate done in (B)(6) 2016 showed 67-79 months, but another estimate done on (B)(6) 2016 changed drastically and showed 1-6 months. The implantable neurostimulator (ins) was programmed to 0-, 1-, 3+ at 2.6v, 210 usec, and 14 hz. There was no patient harm and they were alive and well. If the ins battery appeared to reduce further, the ins would be explanted. The patient was on list for a replacement, but there was a six month waiting list.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.